Event description:
Hummingbird synergy catheter had to be changed, due to a leak at the connection site of the drainage bag post CT scan. Possible misconnection of catheter to drain or question product compatibility.